Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that prior to a lead migration revision the pt was having difficulty charging and wanted the system replaced. The device was working properly and the pt could feel stimulation. The physician replaced the entire system and the pt was reportedly doing well following the procedure.